Event description:
It was reported that an occlusion alarm occurred. Customer performed a supply change to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.